Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was discarded at the user facility and not returned to the manufacturer for evaluation; therefore, the alleged device issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of the subclavian artery, the embolization coil unexpectedly detached. The coil was removed in its entirety from the patient. There was no reported patient injury or additional intervention.